Event description:
Customer reported the maxplus clear disconnected from the infusion and there is leaking on the bed. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. Because the customer did not record the device lot number and no products were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.